Event description:
It was reported to boston scientific corporation that a trapezoid¿ rx basket was used in the bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2015. According to the complainant, during the procedure, the physician attempted to crush a 1.5 cm sized-stone using the trapezoid rx basket. However, the pull wire detached from the handle and the tip of the basket failed to detach. The basket with the entrapped stone was manually removed, thus completing the procedure. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be ¿fine."

Manufacturer narrative:
A visual examination of the device found the basket/wire assembly pulled distally approximately 13 cm from the coil/handle assembly. The basket wires were found to be bent and unevenly spaced, and tip was intact. The device was disassembled by cutting the heat shrink at the distal end of the t-fitting cannula exposing the wire and handle cannula. The pull wire was found broken at approximately 44 mm from the distal end of handle cannula. Both ends of the fractured pull wire were necked down and broken into "v" shape indicating that the wire had most likely sheared apart. The customer used a trapezoid basket m00510860 which has a 1.5x3 basket. The dfu states: "note: the trapezoid 3x6 basket is designed for calculus larger than 1.5 cm (15mm) in diameter.¿ it is possible the basket was too small for the stone which could have caused the damaged pull wire. Although it cannot be determined precisely how the pull wire failed, user technique, tortuous anatomy and other procedural factors most likely contributed to the failure by causing the tensile force applied by the user to be not fully distributed throughout the device. Therefore, the most probable root cause is ¿operational context.¿ a review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database confirmed that no other complaints have been reported for the specified batch.

Event description:
It was reported to boston scientific corporation that a trapezoid¿ rx basket was used in the bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2015. According to the complainant, during the procedure, the physician attempted to crush a 1.5 cm sized-stone using the trapezoid rx basket. However, the pull wire detached from the handle and the tip of the basket failed to detach. The basket with the entrapped stone was manually removed, thus completing the procedure. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be ¿fine."

Manufacturer narrative:
The complainant was unable to report the lot number; therefore, the manufacture date and expiration date are unknown. However, the complainant stated that the device was used prior to the expiration date. Reported event of wire detached/separated. Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.